Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the atrial lead was unable to be connected to the device. Several attempts were made to connect the lead to the header. The device was not implanted and was replaced. Patient is doing great.

Manufacturer narrative:
The reported field event of a header anomaly was not confirmed in the laboratory. Visual inspection noted foreign material on the a and lv springs. Test leads were inserted and secured with no anomalies. The cause of the header anomaly could not be determined.